Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was 15 minutes behind. Customer's blood glucose level was in the low 200 mg/dl range. Tandem technical support guided the customer through changing their pump time.